Manufacturer narrative:
One tracheostomy was returned for evaluation. No discrepancies were observed when device was visually inspected. A syringe was used to pass water through the suction line in order to check for occlusion. The complaint was not verified as water was able to pass through the suction line and was not found to be occluded. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
It was reported that while a smiths medical tracheostomy was in use, the customer was unable to suck secretions from the suction line. No adverse effects were experienced by the patient.